Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber broke, the procedure was completed with another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber showed that the connector cone, segments and tabs were in good condition, additionally, the control knob was attached and aligned with the fiber and can rotate. Microscopic inspection of the returned fiber identified the glass and metal cap were detached; therefore, the reported event is confirmed. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperature can lead to fiber damages, including glass cap detachment and circumferential fracture. According to the instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip detachment and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber broke. The fiber was replaced and the procedure was completed. There were no patient complications reported.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber broke. The fiber was replaced and the procedure was completed. There were no patient complications reported.